Event description:
It was reported that the customer was hospitalized with low blood glucose readings. Customer stated that they fall often. The drive support cap was noted to be normal. Customer stated that their blood glucose readings dropped on friday and the customer was going into convulsion. It was noted that the customer may have been having a mild stroke which may have led to falling. Customer's blood glucose reading at the time of the call was 216 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.